Event description:
The customer reported that the unit did not deliver shock during event. The device was in use on a patient but no adverse event involving the patient was reported. The customer was unable to provide any additional details regarding the patient event.